Event description:
It is reported that there was a sternal zipfix system failure. The device was explanted in (B)(6) 2013 (exact date unknown). It is unknown what the failure of the system is. No patient information was available at the time of the call. No further information was provided. Update (B)(6) 2014 patient had an aortic valve replacement surgery on (B)(6) 2013. Three to four days post operatively, the patient dehisced via sternum and experienced pain. It was noted that 5 zipfix bands broke and pulled through the sternum. A surgical revision was performed (B)(6) 2013 (sternotomy with sternal plating was redone). The procedure was successfully completed and the patient's outcome was good.

Manufacturer narrative:
According to the product development evaluation, the visual examination did not find any teeth deformations, as expected, to the device last three (3) body teeth, which would indicate that the device had been locked properly and tension was applied during the application. It was noted that the distance of the locking feature in the locking is as per the design intended. The device was closed as part of the evaluation and the device locking teeth did lock the device as per intent. No destructive testing was performed to determine the max. Static holding force of the returned device. The implant device did not lock properly and no permanent tension was applied to the device during the application. No design related root cause for implant failure was determined. The root cause can not be explained by product development since no damages or deformations are visible to the device. The additional evaluation was done only a fragment of the sternal zipfix implant was received; the fragment has a length of approx. 8 centimeters. The front part with the needle was missing. Only a fragment of the sternal zipfix implant was received; the fragment has a length of approx. 8 centimeters. The front part with the needle is missing. The relevant dimensions were checked and found to be according to the specifications. Based on the available sternal zipfix implant fragment we consider this complaint to be indeterminate from a manufacturing standpoint.

Manufacturer narrative:
(B)(4). Device received; evaluation anticipated, but not begun. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Placeholder.

Manufacturer narrative:
This device was used for treatment and not diagnosis. Device was returned for evaluation the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Device history review performed. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.